Event description:
Material - bd ultra fine jeringa para insulinas bd u-100, material # - unknown, material lot# - 4177139. Complaint description - upon acquiring a package of bd ultra-fine insulin syringes and using them, a fractured part was found. When trying to extract the insulin and pulling the plunger, the liquid did not enter the syringe and the piece was checked and a fracture was found in the body of the syringe. When checking the bag where this piece was found, 1 piece with buckling was found. Previously, the finding of a piece with no needle had already been reported. Please monitor your processes. I am waiting for a response regarding the replacement of these pieces. Additional notes - see the attachments.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, investigation findings, and investigation conclusions) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. No definitive root cause determined at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.